Event description:
Distributor returned a broken part without information.

Manufacturer narrative:
No information regarding patient was given.no observable defects could be found with the component itself. Measurements taken met design requirements. A review of the product's lot history could not be completed since the lot number was unavailable from the dr's office.